Manufacturer narrative:
If explanted, give date; corrected data: supplemental MDR #1 inadvertently did not report explant date.

Event description:
The patient was replaced. The explanting facility historically does not return devices. Therefore the device has not been received to date. No additional or relevant information has been received to date.

Event description:
High impedance was reported for the patient. Surgery is likely but has not occurred to date. No additional or relevant information is available.